Event description:
Customer reported that the t:slim x2 pump battery would not charge. A power source alert (alert 07) was noted in the pump's history, but there was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer left the wall adapter plugged into a working outlet for 30 minutes, allowing the pump to begin charging with the original charging supplies. No further assistance was required.